Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted; (B) (4). Two requests were made to the health-care provider (via fax), for the operative report and additional information regarding the device and event; however, no response was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after implant duration of approximately 0.1 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
A (B)(6) female came in with a 6.3 x 5.6 mm supraclinoid aneurysm. Cordis enterprise stent was accessed with a cordis prowler 14 microcatheter. As the first presidio 6x26 mm microcoil was successfully placed, the second coil, deltapaq 2x6mm microcoil placement couldn't advance out of the microcatheter. It appeared that the coil was wrapping around the stent. After this observation, the coil was pulled back into the microcatheter and re-deployed the second time. The coil deployed in the same location. At this point, the physician did a "run" and extravasation was noted. It was apparent that the aneurysm had ruptured. The coil was removed and replaced with 3 deltaplush microcoils. Another run was completed with no evidence of bleeding. Follow up report indicated that prolonged hospitalization may be required due to possibility of vasospasm. No additional medications was prescribed per received report. The patient was doing fine and seemed to be moving all extremities.

Manufacturer narrative:
On 04/29/2010 (through follow-up with the health-care provider via fax), a response was received. Unfortunately, the cause of death was not provided. The operative report of (B) (6) 2010 was also provided, however, the cause of death could not be learned.